Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty. Unable to perform basic occlusion test, occlusion test, prime or compromised forced sensor system test, excessive no delivery test or verify no reservoir alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
Customer reported via phone call that the insulin pump had motor error. Customer¿s blood glucose level was unknown at the time of incident. Customer did not report an e70 alarm. Customer stated that the drive support cap appears to be normal. Customer stated that the insulin pump passed the displacement test and manual prime test and the motor error alarm did not reoccur. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.